Event description:
On april 3, 2024, dr.(B)(6) sent me a text message to advise that on (B)(6) 2024, a patient with the following pacing system will undergo a laser lead extraction due to infection: [(B)(6) pacemaker] (implanted (B)(6) 2023), [(B)(6) right atrial lead] (implanted (B)(6) 2011) and boston scientific 4471-58 cm s/n (B)(6) (implanted (B)(6) 2011). Dr. B)(6) was notified about this case on april 2, 2024, as the patient presented to (B)(6) hospital. Dr.(B)(6) said that the device had eroded through the skin and the patient saw his family doctor for assessment. The patient also told dr.(B)(6) that he sometimes used a screwdriver to debride debris off the eroded pacemaker. The patient mentioned this three times during consult. Dr.(B)(6) plans to explant and discard the pacemaker and the pacing leads, admit the patient to (B)(6) hospital, and then plan a pacemaker implant sometime next week. Dr.(B)(6) said there was no evidence of bacteremia. Dr.(B)(6) said that the infection likely was caused during the pacemaker generator change procedure that took place on (B)(6) 2023, and this was done at a different hospital. The patient is stable, and I will update the per post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).